Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A user facility reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The pt's visual acuity was noted to be 20/100. The surgeon reported he has rechecked his measurements and feels that they are correct. Add'l info was received from the surgeon who reported the iol was exchanged for a monofocal iol. The pt is satisfied with his outcome.